Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up and obtained additional information. The customer pulled out the cannula and started a new cannula. The insufflation was minimal. No patient injury and no harm and no return of patient for additional procedures.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced cannula seal to resolve reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the cannula seal broke releasing insufflation while driving a needle instrument. The customer replaced the cannula seal to continue with the procedure. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended the customer return the cannula seal for failure analysis. The site was completing the procedure as planned with no reported injury.